Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a small right atrium for a mitraclip procedure. During the procedure, the mitraclip was advanced when it because caught on the chordae. Troubleshooting was preformed, and the clip was successfully removed from the chordae, but the gripper bent sideways. The clip was unable to be retracted due to the gripper, so the clip was successfully placed on the leaflets and deployed. After deployment, the clip opened back up due to the bent gripper and had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. A second mitraclip was implanted for stabilization and additional reduction of mr to grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult or delayed positioning is related to procedural conditions (clip caught on chordae during positioning). The reported gripper deformation, difficult single gripper actuation, and incomplete coaptation are cascading events of the difficult or delayed positioning. A cause for the reported clip opening while locked could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user skipping multiple IFU steps due to a low transeptal height. It was determined that these deviations did not appear to have contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.